Event description:
Sudden ventricular dolor (pain)-acute abdomen. CT of superior and inferior abdomen: possible rupture of pseudoaneurysm inferior anastomosis at the peritoneal cavity; blood at the douglas' site, hypohepatic-arasplenic. Surgical intervention revealed: dilation of the whole body of the graft, rupture of the inferior anastomosis. Cultivation part of the graft positive for staphylococcus. Primary diameter at the graft; 25mm. After abstraction of the old graft approx 3cm below of the central anastomosis and up to the inferior anastomosis, a dilation of approx 40mm was diagnosed. Pt status: a transmutation of the straight aortoartic bypass to aortodiliac (common iliac with insertion of a bifurcation graft), post-operative condition is smooth at the ICU.